Event description:
It was reported that the external pulse generator had a broken atrial connector. It was also reported that the generator's display was missing pixels. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that an atrial connector was broken, however analysis did confirm that the liquid crystal display's lower screen had pixels missing and it was therefore replaced. Analysis also found that the upper case was dented, both bail covers were broken, the ring was contaminated, one case screw was missing, the ring was bent and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial connector. It was also reported that the generator's display was missing pixels. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.